Event description:
On 10/25/24 a beta bionics clinical diabetes specialist (cds) was made aware that an ilet user experienced a low blood glucose (bg) event resulting in hospitalization. The event occurred on (B)(6) 2024. On (B)(6) 2024, the user was found unconscious by family members due to a hypoglycemic seizure, prompting an emergency call to 911. Ems arrived and administered 25 grams of dextrose and IV fluids, noting that the user's bg was unreadable. The user was subsequently transferred to the hospital, where they received 10 units of lantus and warming treatment upon arrival, followed by another dose of 10 units of lantus on (B)(6) 2024. The user was admitted on (B)(6) 2024 and released on (B)(6) 2024. Immediate health effects included loss of consciousness and a hypoglycemic seizure. At the time of release, the user's bg was 159 mg/dl. During this event, the user's ilet alerts were turned off, which the cds advised should remain active. The user has since resumed use of the ilet system.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No evidence of device malfunction was found in the engineering logs. Device data confirmed hypoglycemia on the reported event date. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values. The ilet was appropriately triggering device and cgm glucose alerts. There is one meal announcement logged in the afternoon on the day prior to the event and no meal announcements logged the day of the event. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on case notes and device data, the ilet operated as intended. This hypoglycemic event was likely caused by increased correction insulin dosing in response to elevated cgm glucose readings. Intermittent meal announcements and missed meal announcements in days prior may have caused the algorithm to adapt upwards in dosing basal and correctional insulin further increasing the risk for hypoglycemia. Device audio volume was set to "off" which likely further contributed to the severity of the event.